Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the device was used and there was air loss from mechanical ventilation due a left bronchial injury caused by the lume bronchial of the device. Bronchial suture intervention was required.